Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and wouldn't draw up medication. The following information was provided by the initial reporter: "I had 1 clinic say they cannot pull up meds with this needle."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-dec-2022. H6: investigation summary: four hundred samples received by our quality team for investigation. Eighty samples were randomly selected, upon visual inspection no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Seventy eight samples expelled the solution with normal flow., two needles appeared clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and wouldn't draw up medication. The following information was provided by the initial reporter: "I had 1 clinic say they cannot pull up meds with this needle."